Manufacturer narrative:
In the operator manual for ysio system (xpb7-010.620.01.02.02 page 28, 36) system contains warning indicating possible danger of crushing for the patient and/or examiner. The danger zones are marked with arrows. In addition the handles should be used to bring the x-ray tube unit into position. This report was submitted (B)(4) 2013. (B)(6).

Event description:
It was reported that a radiology technologist was performing a vertical exposure on the bucky wallstand of the ysio system. The operator was pushing the tube upwards with her left hand on the top of the x-ray tube arm and her right hand on the handgrip. When the overhead support moved, the operator's left hand got squeezed between the x-ray tube arm and between the mobile segments of the column. The technologist received a bruise and a small fracture of her middle finger tip. The technologist required medical treatment and a hemorrhage under the nail was released by drilling a small hole in the nail. This event occurred in the (B)(6).